Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.61 from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the manufacturing facility. A review of the history indicated the last programming parameters occurred on (B)(6) 2010, at 1649, when the device was programmed for tpn without taper, tpn volume 1660ml, tpn total time 24 hours, kvo rate 5ml/hr, container size of 1670ml, and a 2ml air sensitivity. The device remained in clinical use and (B)(6) 2010, between 2241 and 1251, the device was powered on, a new container was programmed and a volume of 7.9ml was primed. At 2302, the delivery was started. At 0000, a date stamp of (B)(6) 2010 occurred. At 1223, a distal occlusion alarm occurred. At 1759, the delivery was stopped, which was 5 hours earlier than reported by the customer, and the device was powered off. The history indicated that 353.3ml remained in the container. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition), at a rate of 69ml/hr, with a vtbi (volume to be infused) of 1660ml, for the duration of 24 hours and the delivery was started. On (B)(6) 2010, approximately 24 hours after the delivery was started, the pt's daughter stated the device "did not complete the bag." The customer contact reported that instead of an expected empty container, approximately one-third to one-half of the solution remained in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported, there was no change in the pt status and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.